Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close completely. They opened a new device and completed the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
Device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the manufacturing process.